Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2019 and suture was used. During use the needle was detached from the suture easily during interrupted suturing on the myometrium. It was a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/29/2019. H3 device evaluation summary: one winding former with eight used needles and a dispensed suture of product code jb753, lot mhm739 were returned for analysis.the product code is control release and required eight strands per packet. During the visual inspection of eight used needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification, no suture remnant was noted and slightly marks were observed on the body of needles. The suture present body fluids and a correct insertion mark; however, the force used to detach needle from the suture could not be determined. Another seven sutures were not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, it could not be determined what may have caused the reported incident of: ¿the needle was detached from the suture easily during interrupted suturing on the myometrium¿.